Manufacturer narrative:
(B)(4). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2017-04539 and 04540.

Event description:
It was reported a patient underwent right knee arthroplasty on and is subsequently experiencing pain and swelling.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001825034-2017-11428.